Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what measures were taken to retrieve the broken piece? The broken needle was removed using the camera that was in use for the laparoscopic procedure was there any additional tissue damage as a result of searching for the needle piece? No additional tissue damage was experienced in the retrieval of the broken needle were x-rays taken to locate the needle piece(s)? X rays were not used to retrieve the needle at what location was the needle found? The needle was found in the bed of the abdomen was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? The patient was not brought back to retrieve the broken needle, the needle was found during the initial procedure evaluation: a failed suture needle, was submitted for fractographic evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of both intergranular and microvoid coalescence. This was a mixed mode fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.

Event description:
It was reported a patient underwent a robotic ventral hernia repair on (B)(6) 2018 and barbed suture was used. During use a needle broke off. This occurred at the end of the case. Halfway down the needle the needle broke and fell into the patient and the part that fell into the patient was retrieved. Case completed with another device of the same product code. There were no patient consequences reported.